Event description:
It was reported that the patient underwent a spinal surgery. It was reported that during the surgery, the tip of the probe broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). The probe was returned for evaluation. Macroscopic examination confirms - 10mm of probe tip broken off portion of the tip is missing and not returned for analysis. Deep gouges or witness marks noted at or near fracture on both the front and back of the instrument shaft, which may have contributed to crack propagation. Microscopic examination of the fracture revealed a fairly tortuous fracture surface with no indication of fatigue, suggesting failure due to bending stresses. Initial crack propagation appears to have been located at the 10mm line, which may have acted as a stress concentrator. A review of the device history records did not identify any applicable nonconformance to specification.